Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected vitros tropi es results were obtained from a single patient sample on a vitros eci immunodiagnostic system. Root cause for the event could not be determined; however, inappropriate pre-analytical sample processing, an unexpected reagent issue or an analyzer malfunction could not be ruled out as contributing factors.

Event description:
The customer obtained non-reproducible, higher than expected vitros tropi es results from a single patient sample on a vitros eci immunodiagnostic system. Vitros tropi es results: 0.081, 0.106 ng/ml vs. Expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The results were not reported outside of the laboratory, and no allegations of patient harm were made as a result of the events. (B)(4).